Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent removal of hardware due to pain. Removal of three cortex screws and three locking screws. The procedure was successfully completed with no surgical delay reported. No patient consequence. This complaint involves six (6) devices. This report is for (1) 4.5mm cortex screw self-tapping 34mm. This report is 1 of 6 for (B)(4).